Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the rv lead remains implanted and in service. No adverse patient effects were reported.